Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
A cover letter was provided to the agency regarding this event.